Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. However, the helix mechanism failed to operate that was most likely due to dried blood in mechanism. Laboratory analysis confirmed reported allegation.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low intrinsic amplitude, increased threshold and the helix was retracted but unable to extend. Additional information from the field representative had indicated that micro-dislodgement of lead was initially suspected however it was found to be fully dislodged after the physician had gained access to the lead. This rv lead was explanted and replaced. No additional adverse patient effects were reported.